Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device for overactive bladder. They talked to someone the day of the call about the mechanism they have, and it was working all right then, but now it is not working. The patient stated they need to see their doctor on tuesday and have a surgery scheduled for wednesday, so they needed to know why it wasn¿t working. The patient stated that they had tried to push the button and it didn¿t make it come on and they didn¿t know what was going on. Additional information was received from a consumer indicating that when they left the hospital after the device was implanted, it was set at 3.2. When the patient tried to increase to 3.4 by pushing the button on the patient programmer it kept going back to 3.2 and would not increase. The patient stated that the cause of the device not being able to increase was unknown. The patient also reported feeling some shocking and ¿jingling¿ in their leg and confirmed the shocking had reduced. The patient noted an appointment with their implanting physician on (B)(6) 2020 at 11 am. No further complications were reported.